Event description:
Major pump unit(s) involved: blood pump, additional text: driveline acutely disconnected from blood pump, specific component(s) involved: driveline malfunction, additional text: driveline acutely disconnected from blood pump, other component:, causative or contributing factor: no specific contributing cause identified, other cause:, intervention(s): other interventions, specify, other intervention : attempt to handpump unsuccessful, implant device type: lvad, malfunction device type:.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: driveline malfunction.